Event description:
It was reported that the patient with this pacemaker system has experienced its heart rate decrease suddenly. This device has the sudden brady response (sbr) feature available. Boston scientific technical services (ts) was consulted and upon review, it was noted the sbr feature was working as expected. However, atrial undersensing was observed. Ts offered reprogramming options. No adverse patient effects were reported. At this time. This device system remains in service.